Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID: (B)(4).

Manufacturer narrative:
Corrected fields: b5, contact person: mfg site.

Event description:
It was reported that during use of the intra-aortic balloon (iab) had a fiber optic sensor failure alarm generated. Patient was involved but no harm occurred.

Event description:
It was reported that upon arrival from the cath lab, the intra-aortic balloon (iab) had a fiber optic sensor failure alarm generated. The getinge representative assisted the customer in switching over to the inner lumen successfully. The iab was removed on (B)(6) 2024 at 1000, after approximately 36 hours of use. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: rn, msn, ccrn, nurse manager. Additional email: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).